Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing extreme pocket discomfort, arm pain, and loss of finger mobility. It was noted that the implantable cardioverter defibrillator had migrated from its original location. The pocket was revised and the device was relocated to its original location and sutured in place. Patient was stable throughout the procedure.